Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.3¿ proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, the tip of the catheter became fractured. While introducing the catheter, fluoroscopy showed that the tip of the catheter had become fractured. The catheter was removed, and the device was replaced. The procedure was able to be completed with no adverse patient consequences to the patient.